Manufacturer narrative:
The patient underwent a CT scan in which it was determined the patient had cancer and the patient has been undergoing chemotherapy since before the implant. The implanting clinician performed a CT and determined that the implant has not migrated and the implant looked normal. The no therapy/loss of therapy was reviewed for potential causes of the reported issue. Based on this review, implanting an expired or damaged device, improper placement of the stimulator, the patient engaged in any strenuous activities, and stimulator migration have been ruled out as potential causes. The implanting clinician stated the dizziness might be related to the patient having cancer and receiving chemotherapy. The stimulator is used for the treatment of pain. The cause of the issue is likely due to the patient being a poor candidate due to health, weight, age, or mental capacity and the clinician knowingly performing the procedure (user error-clinician).

Event description:
Patient states to have been experiencing dizziness since stimulator implant.